Event description:
Pacing pauses were noted when this lead was attached to the replacement device. Loss of capture was also noted. It is suspected that this lead had a fracture, so it was capped. Should additional information become available, this event will be updated.